Event description:
Reported via a medwatch report, it states "teleflex intra-operative balloon pump (intra-aortic balloon pump) implanted - patient immediately has a high blood pressure alarm. Noted that intra-aortic balloon pump was not fully inflated as intended. The 50cc balloon was removed and a new balloon was inserted without incident. 2 previous events were noted where the intra-aortic balloon pump did not inflate at all, this was a partial inflation. All required removal and changing to a different pump".

Manufacturer narrative:
(B)(4). Medwatch report mw5150597. The reported complaint that the "intra-aortic balloon pump was not fully inflated as intended" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Medwatch report mw5150597. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported via a medwatch report, it states "teleflex intra-operative balloon pump (intra-aortic balloon pump) implanted - patient immediately has a high blood pressure alarm. Noted that intra-aortic balloon pump was not fully inflated as intended. The 50cc balloon was removed and a new balloon was inserted without incident. 2 previous events were noted where the intra-aortic balloon pump did not inflate at all, this was a partial inflation. All required removal and changing to a different pump". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.